Event description:
Femoral vein filter insertion surgery. After surgery, one anchor foot of the filter was bent and worried about penetrating the blood vessel. After removing the filter, a new filter was inserted.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned only the filter and did not return any other supporting devices to argon. Visual inspecting of the return filter did not find any damages or bents to the cranial and caudal parts of the device. Functional evaluation of the filter confirmed that filter opened normally without any issue. The product complaint mode could not be duplicated during the evaluation, and the complaint was not confirmed. No further evaluation is needed at this time.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Femoral vein filter insertion surgery. After surgery, one anchor foot of the filter was bent and worried about penetrating the blood vessel. After removing the filter, a new filter was inserted.